Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected thrombus. Examination of the pump¿s blood-contacting surfaces found a ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue was denatured and showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The observed thrombus could have contributed to the report of elevated lactate dehydrogenase level and flow issues. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled an operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the vad clinic and was noted to have a lactate dehydrogenase (ldh) value of approximately 1293 u/l. The patient¿s systolic blood pressure was at 110 mmhg and a continuous flow could not be discerned by doppler at the pump speed of 8800 rpm. Previous laboratory test results indicated an ldh value of 699 u/l at which time the inr goal was increased to 2.5-3.5. An urgent ramp echocardiogram showed no left ventricle decompression until the pump speed was increased to 10600 rpm. The patient was advised of the potential for thrombus but declined admission at that time. One week later, the patient¿s laboratory test results indicated an ldh value of 1800 u/l. The patient was admitted and monitored by cardiology and surgery for optimization. A heparin drip was initiated. It was reported that the patient was not a candidate for a heart transplant due to recent tobacco usage. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.